Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the reported screwdriver shaft was found malformed. The surgeon was unable to grasp screw head well by the screwdriver shaft. The surgeon used another screwdriver without torque limiter. There was a thirty minute delay in the surgery. This report is for an unknown screw this report is 2 of 2 for complaint (B)(4).